Event description:
It was reported that customer received multiple occlusion alarms. Customer's blood glucose level was 400 mg/dl. Customer took a correction injection. Reportedly, customer was using apidra insulin.

Manufacturer narrative:
The product has been received fro evaluation; however, evaluation is not yet complete. A follow-up report will be submitted. Use of apidra insulin is contraindicated for the t:slim cartridge.